Event description:
A us distributor returned a monitor and reported monitor does not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (wont power up) was confirmed. Upon investigation the monitor would not power on. The y100 component was not oscillating. The root cause for the defective y100 component could not be positively identified. There was no adverse event that resulted from the damaged monitor.